Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was (B)(6) 2019. The due date for the report was 5/5/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/22/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: a gel mentor memorygel breast implant 375cc, catalog: 3503501bc, serial number: (B)(4), lot number: 7298280. On 05/20/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. On 09/23/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7318936, and no non-conformance's related to the reported complaint were identified. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 375cc and experienced capsular contracture baker grade iii on the left breast implant. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 375cc on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).